Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated

Event description:
It is reported that the provisional fractured during the trialing process of the knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. This report is being amended to reflect changes. Visual inspection of the returned tibial articular surface provisional(tasp) has fractured on the lateral side of the post and all pieces were returned. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age of more than 3 years and the device history records review. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.